Manufacturer narrative:
Follow-up # 1 ¿ (6/19/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 1/29/2013 and 5/25/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have dirty spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the reporter contacted lifescan (B)(4), alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.